Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2021-04504-1), section h6 was incorrectly captured, it has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged runny nose, nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found that there was debris on top of the inside of the humidifier, consistent with mold, debris on bottom of the inside of the device, consistent with mold, debris on inside of the back panel consistent with mold, unknown black and white debris on the humidifier valve to device, consisten with keratin, debris under right flap of device by sd insert and filter, unknown brown debris and hair on the inside of bottom of device, black residue located on blower outlet on plastic, consistent with keratin, white dust inside blower exit. Were no signs of contamination on the outside of the device. An internal visual inspection was completed by the manufacturer and found that there was evidence of tap water being used in the device. There were mineral deposits on the inside of the blower box as well as on the blower motor. There are also signs that there was water ingress in the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. There was no evidence of sound abatement foam degradation. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.